Manufacturer narrative:
(B)(4). Date sent: 5/3/2023. D4: batch # 171c76. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with no reload present. Upon receipt of the device it was confirmed that the jaws of the device were partially closed due to a partially advanced knife. No foreign matter was observed in the jaws of the device. When the device was articulated the knife returned to its home position and the jaws fully opened. The right articulation buttons did not depress as expected, though the articulation function still operated correctly. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch as part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused this condition. A manufacturing record evaluation was performed for the finished device batch number 171c76, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #: x96946. Additional information was requested, and the following was obtained: what troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? The device jaws would unlock and open about 1/3 of the way, and then stop. The surgeon and tech attempted to push the closing trigger forward several times, they attempted to latch and unlatch multiple times, but the jaw would not open. I don¿t know if they tried to open the jaw manually from the jaw end directly. Did the jaws eventually open? The jaws would open about 1/3 of the way, but they did not re-open fully. A manufacturing record evaluation was performed for the finished ech60l with lot/batch number x96946, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the laparoscopic gastric sleeve procedure after wiping the jaws some of the strings/fibers of the sponge became lodged in the back of the jaw. The strings were removed as well as the tech could tell, but after closing the jaws, they would not open fully. The surgeon also attempted to open the jaws with no success. This all happened outside the patient, at the back table, during reloading after only two firings. Another like device was used to complete the procedure. There were no adverse consequences for the patient.